Event description:
It was reported there was a removal of a one-third tubular plate and six screws. On (B)(6) 2013, a (B)(6) female underwent the removal of a one-third tubular plate and six screws from her fibula. The removal was due to irritation and at the request of the patient. The hardware was removed with no patient injury reported. The fracture was healed. It was reported that the procedure was successfully completed with no delays. The original implant date was not known. This is report 4 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.